Manufacturer narrative:
Event date was not provided at the time of reporting. The first date of the month of the aware date was selected. Initial reporter facility name (B)(6). Initial reporter address (B)(6).

Event description:
It was reported that product package was compromised. A pt2 light support 185cm straight, 1-pack guidewire was unpacked. However, it was noted that the seal was broken. The device never entered into the patient's body.

Event description:
It was reported that product package was compromised. A pt2 light support 185cm straight, 1-pack guidewire was unpacked. However, it was noted that the seal was broken. The device never entered into the patient's body.

Manufacturer narrative:
B3: date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected. (B)(6). Device evaluated by MFR.: a pt2 light support was returned with its original unopened pouch, no damages were observed. The returned device matches with upn and lot provided by the customer. The original cardboard box was not returned. Customer attached a picture showing the original box of the device with the seal tab opened.